Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right colectomy, the device had an air or gas leaked from the seal, resulting in loss of insufflation and flow of insufflation when the sealing device was inserted into the trocar. The issue caused the patient's abdomen to deflate during the mobilization of the cecum. A hole was burned in the colon, leading to unanticipated tissue loss and tissue damage. The surgeon resected additional colon tissue to address the damage, and the case was completed without permanent impairment of function.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the balloon was inflated using the returned syringe, it was properly formed with no leaks detected. It was reported that the device had an air or gas leaked from the seal, resulting in loss of insufflation and flow of insufflation. The issue caused the patient's abdomen to deflate. The reported issues could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The evaluation detected an unreported condition: of circular seal was cut. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.